Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
On (B)(6) 2015 a customer's mother reported that her daughter's adc glucose test strips were "stuck together", and she was unable to test. As a result of this issue, the mother reported that a "couple of days ago" (date not specified), at 2:00 am her daughter was not feeling well, with symptoms of "dizzy, light-headed, and started to talk weird". Customer's mother further reported that her daughter's "sugar was spiking", and she was rushed to the hospital. At the hospital, the daughter "began to struggle and scream". The daughter's blood sugar was tested in the hospital with a reading of 400 mg/dl. She was diagnosed with hyperglycemia and treated with an injection of 12 units of insulin. At the time of the report, the daughter was still in the hospital, but her mother reported that her blood sugar was "going down". There is no report of death or permanent injury associated with this event.